Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products- natural knee ii prolong ultracongruent articular surface size 3, 4, 5 right 16mm catalog #: 00542802316 lot #: 62241879, natural knee ii stemmed nonporous tibial baseplate size 5 right catalog #: 630701250 lot #: 61772955. Report source: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded.the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event. 0001822565-2019-04807, 0001822565-2019-04808. Investigation incomplete.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address hinge instability approximately thirty-two (32) months post-operatively. Attempts have been made and no additional information is available at this time.